Event description:
Litigation alleges that the patient suffers from right hip pain, occasionallyfeels crunchy and makes grating, cracking and popping sounds. Plaintiff has headaches and elevated chromium and cobalt levels.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 4/1/2015- medical records received. Upon revision, a small cyst was noted. The stem remained in situ. The stem and sleeve are being added for elevated metal ion levels. This complaint was updated on: 04/13/2015.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.